Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# v050690, implanted: (B)(6) 2007, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient that the battery was replaced due to normal battery depletion however on the day of the replacement surgery they also determined that the leads were bad too and needed to be replaced. The patient then reported their device was replaced 3 times due to normal battery depletion. There were no further complications reported/anticipated.

Manufacturer narrative:
Continuation: product ID 3093-33 lot# v050690 implanted: (B)(6)2007explanted: (B)(6)2018 product type lead. The patient indications for use in the first report was listed as urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor, however this was incorrect. B5 has been updated to correct indication for use in this report, which is urinary dysfunction/sacral nerve stimulation and interstim other. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and interstim other. It was reported by the patient that the battery was replaced due to normal battery depletion however on the day of the replacement surgery they also determined that the leads were bad too and needed to be replaced. The patient then reported their device was replaced 3 times due to normal battery depletion. There were no further complications reported/anticipated.